Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 72% stenosed, 15mmx3.0mm, eccentric, de novo target lesion contained a bend of 45 degrees and was located in the left anterior descending artery. A 20 x 3.00 rebel stent was used for treatment. However, it was unable to cross the lesion. When the physician removed the stent it was noticed that the tip was deformed. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.